Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. As the 2.75x12mm promus element stent was advanced the device was unable to cross the lesion. The physician used additional force in attempt to cross the lesion and the shaft of the stent delivery system broke reportedly outside the patient. The procedure was completed with another 2.75x12mm promus element device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. As the 2.75x12mm promus element stent was advanced the device was unable to cross the lesion. The physician used additional force in attempt to cross the lesion and the shaft of the stent delivery system broke reportedly outside the patient. The procedure was completed with another 2.75x12mm promus element device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 185mm distal from the strain relief. There were numerous kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).